Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/13/2023. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00762.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2023. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. The following additional information was received: the received devices are the correct devices for this complaint. The lot number may have been logged in false initially. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one unopened sample that pertain to product code 8521h. This product code is double-armed. Upon visual inspection of the returned sample, the packet was opened. The needle suture was dispensed without problems. The needle suture was examined, and no anomalies could be observed. In addition, the suture and needle were also measured, and the results met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00762.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The needles and threads are thought to be of different diameters which caused bleeding. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - what is referred to "to needle thread mismatch"? Answer: needles and threads are thought to be of different diameters. - please provide the product code and lot number: answer: w8556 - lot: rcbctb. 8521h - lot: rlbbue - quantity of blood loss? Answer: there is no information on the amount of blood loss. - patient weight? Answer: unknown. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Answer: the case was completed with a different suture. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) ¿ device not returned. Related events captured via 2210968-2023-00762.